Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a soft touch positioner. The customer reports that a patient developed a facial wound while lying on the soft touch positioner which is packaged in the deluxe jackson kit. The patient required wet to dry treatments twice daily for two weeks.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.